Event description:
Fracture of t-bushing.

Manufacturer narrative:
The batch documentation review incl. The quality inspection reports did not reveal irregulations or deviations in the production process. The implant corresponds with our specifications. No similar complaints were reported for the corresponding lot/serial number. So far there is no further investigation possible because of too little information. We already contacted the customer to receive more information about this incident. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link endo-model rotational knee prosthesis also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.